Manufacturer narrative:
(B)(4). Additional information: the actual occurrence date is unknown; however, it was reported that this event occurred about four weeks prior to (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13e08056 and h13d29089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy is ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Actual occurrence date of the event was unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. Additional follow up information was received from a nurse. It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient was retrained on the pd therapy. At the time of the report, the patient was fully recovered from peritonitis. Due to the additional information received, it was determined that the cause of this peritonitis event was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.